Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "blood flows from rubber needle during collection."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-03. H.6. Investigation summary: bd received 8 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "blood flows from rubber needle during collection."